Event description:
The facility sent an infusion pump with paperwork stating failure code 12 on channel c. It was not specified if this failure occurred while infusing on a patient. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported failure code 12:303 on channel c was confirmed during testing. A corrective and preventative action ahs been initiated.